Event description:
Info rec'd indicates the brake will not hold on the bed.

Manufacturer narrative:
The technician found the casters were worn which prevented the brake from holding. He replaced the two brake casters to repair the bed.